Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was preparing for painting a room. It was determined that the shock was delivered due to over-sensed noise. The patient was subsequently evaluated in-clinic where the physician was unable to reproduce the artifacts with provocative maneuvers. However, a rhythm morphology change was observed in the secondary vector that similarly occurred at the time of the inappropriate shock. It was hypothesized that this variable rhythm morphology could be the result of the patient's bundle branch block. The physician elected to reprogram the s-ICD to the primary sensing vector to resolve the event. Potential diagnostic imaging is also anticipated. Additionally, the device data was forwarded to boston scientific technical services (ts) for review and it was confirmed that the shock was delivered due to t-wave over-sensing. There was also evidence of myopotential over-sensing. Ts provided additional programming recommendations, if clinically appropriate. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.